Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodiliation kit was used during a benign prostatic hyperplasia (bph) procedure on eighteen days earlier. According to the complainant, post-operatively, the pt has ongoing, incomplete urinary retention.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and exp date can not be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.